Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. During the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured and leaking of contrast media was observed under fluoroscopy. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The device was hooked up to an inflation device and it leaked at the midshaft. During the analysis the device broke at the midshaft. There are numerous kinks along the hypotube. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. During the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured and leaking of contrast media was observed under fluoroscopy. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.